Event description:
The customer reported to corporate product surveillance regarding the intravia 250ml empty container which showed visual particulates when fluid is added to the bag. An unknown amount of bags of the same lot number yielded visible hair-like fragments that appear to be made of polyvinyl chloride (pvc). It is unknown when or in which care area this event occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an intravia 250ml empty container which showed visual particulates when fluid is added to the bag was confirmed during sample evaluation. Reported condition was confirmed during visual inspection. The particle appeared to be membrane tube material. Assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.